Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes customized. Three photos attached were submitted. One obturator was returned for the obturator handle detaching from the wire of the obturator. This was confirmed complaint. However, no device was returned for review. Also noted was adhesive visible on the obturator handle and inside the obturator handle hole. The obturator wire itself was not bent or damaged. The DHR review was not able to be completed since the part number or lot number was not provided.

Event description:
Investigation completed and summarized.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes customized. Three photos attached were submitted. One obturator was returned for the obturator handle detaching from the wire of the obturator. This was confirmed complaint. However, no device was returned for review. Also noted was adhesive visible on the obturator handle and inside the obturator handle hole. The obturator wire itself was not bent or damaged. The DHR review was not able to be completed since the part number or lot number was not provided.

Event description:
Information was received indicating that during a routine change out of a smiths medical bivona customized tracheostomy tube, the metal introducer had become disconnected from the hub. It was thought that the technician did not put the introducers into the autoclave to set the adhesive. There were no reported adverse patient effects.